Event description:
The manufacturer received information alleging a ventilator alarmed for high internal oxygen fault. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator alarmed for high internal oxygen fault. There was no harm or injury reported.the device has not been returned to the manufacturer. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.